Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 434 mg/dl, which was treated with a bolus delivery. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that insulin pump was functioning correctly. Customer was not able to complete troubleshooting due to no having tubing clamp for high pressure test.